Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was already at elective replacement indicator (eri) when it was interrogated prior to implant. A different ICD was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).